Event description:
Surgery was significantly delayed with the use of the budde halo brain retractor. The incident was described as, the surgery was for repair of an aneurysm between ophthalmic artery and carotid. The surgeon spent 5 hours of dissection to reach the aneurysm area. They decided to place the radiolucent mayfield budde halo brain retractor to permit the surgeon to have enough space to put the clip on the aneurysm. The surgeon had fixed the rod support clamp assembly without any problem, but when he wanted to assemble the support rod, it was not possible to insert the support rod in the compression ball. The compression balls were too small and the surgery could not be finished. A demo radiolucent mayfield budde halo brain retractor was available. Upon the surgeon's demand, the demo compression ball was used after being washed inside with alcohol, but not sterilized. Sterile drapes were added to eliminate contamination between the rod support clamp assembly and the support rods. The surgery was finished; however, one of the (3) three flex arms was not working. The surgery was consequently finished with two flex arms instead of (3) three. The radiolucent mayfield budde halo brain retractor was a loaner or clinical eval unit. This account is based on info supplied by the site. No injuries have been reported in association with this MDR and no causal relationship between any actions and outcomes have been established. As more info is collected, this MDR may be updated.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info. An investigation on a complete system found that the compression balls were deformed (egg shaped opening). This form of compression is consistent with over tightening the support rod clamping assembly without the support rod being fitted. The titanium flex arm was found to be locked and with a damaged thread and over extended. This type of fault/damage is consistent with over torquing the flex arm to the point that the threads shear and/or compress and the two plastic surfaces lock together preventing opening.